Manufacturer narrative:
The pipeline flex has not been returned for evaluation; product analysis cannot be performed. The reported event could not be confirmed. An event cause could not be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a guidewire was used to assist in opening pipeline device.

Manufacturer narrative:
Updated event description. On 05jul2018 the vigilance report was filed. However, we have received information stating that an error occurred and that there was no guidewire used to open the pipeline device. Therefore, this event is no longer a reportable event as there is no device malfunction, no death or patient injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a guidewire was not used to open pipeline device.